Event description:
It was reported that a perforation was located in the proximal left anterior descending artery (lad). The graftmaster could not cross to the perforation and was not deployed. The perforation was sealed using prolonged balloon inflations. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.